Event description:
A caller reported a malfunction on a pump, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.